Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is currently underway. The reported problem (code 107 and 204) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that his monitor was displaying service codes 107 and 204. The pt received a replacement electrode belt.